Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe generator on the system to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis could not replicate the issue. The erbe generator unit energized and cauterized and all ports recognized instruments. A review of the site's complaint history does not reveal any related complaints involving this product. No image or procedure video was provided for review. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related faults reported by the system upon review of the logs. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to ground pad issues on the erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting-post anesthesia of a da vinci-assisted ureterectomy the customer had issues with the ground pad. The customer had rebooted the erbe generator, tried four grounding pads, repositioned pads and tried placing grounding pad on their arm and the pad was not sensed by the erbe. Customer had a force triad but they did but did not have the energy activation cable. Technical support had them power off the erbe for 60 seconds with no change. Procedure was aborted to another vision cart. Intuitive surgical, inc. (Isi) followed up with the customer to confirm there were no ports placed at the time of the issue. The customer chose to abort to another da vinci vision cart since the customer had issues getting the ground pad to work with the erbe generator. No patient harm/involvement at the time of the issue. No patient demographic information was provided.